Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. The option-lok male adapter of the tubing sets were connected to the patients' IV access catheters and were being used to deliver unspecified chemotherapeutic agents, at unspecified rates. After unspecified lengths of time, the customer contact reported an incompatible connection between the tubing sets and the catheters. It was reported that the male luer of the tubing sets did not stay in place on the catheters (insufficient threading). The customer contact reported that there was no seal between the catheters and the tubing sets. There were no reported adverse patient effects and no reported delays therapies critical to these patients. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.